Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was received noting low impedance. Noise was also observed and dfts were not successful. The physician programmed the svc coil off and no noise was observed. Dfts were then successful.